Event description:
It was reported that while the patient was being prepared for a lithotripsy procedure that it was noticed on the electrocardiogram monitor that the right ventricular (rv) lead had occasional loss of capture. Also the rv lead had chronic high thresholds since implant. The lithotripsy procedure was postponed and a lead revision was performed instead. Upon looking at the rv lead under fluoroscopy it was seen the ra lead had no slack. It was indicated that the patient was over six feet tall and it appeared too short of a lead had been implanted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-45, implantable pacing lead, (B)(6) 2009. (B)(4).